Event description:
2004 - labral tear, left shoulder; arthroscopy, debridement and repair. Articular surfaces were normal. Pain pump placement in shoulder joint: I-flow, on-q pain buster, 270 ml, 5 ml/hr. 2006 - left shoulder surgery - details unk. 2006 - radiographs left shoulder - show end stage joint space narrowing. 2006 left shoulder MRI - shows evidence of central glenohumeral narrowing w/osteophyte formation. Dose or amount: 270 ml, frequency: 5 ml/hr, route: 014. Dates of use: 2004-2005. Diagnosis or reason for use: labral tear, left shoulder.